Manufacturer narrative:
Follow-up # 1 date of submission 05/03/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) /2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the complaint of the keypad buttons' sticking was not duplicated; all of the keypad buttons responded appropriately and were functional. The keypad was removed and there was evidence of contamination found under the all of the button contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrrow, down arrow, and ok keypad buttons were sticking and required multiple presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.